Manufacturer narrative:
During the quality investigation testing leaking was noted. Further investigation revealed excess moisture and corrosion of the motor, bearings and other component parts. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair for leaking fluid during a routine maintenance check. No adverse consequence was associated with the event.